Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient started feeling little shocks from time to time the patient met with the manufacturing representative (rep) and was reprogrammed. The patient no longer felt shocking sensations after they were reprogrammed. Additional information received from a rep indicated that they doubted that the patient had been seen by anyone from the team since their replacement in 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they weren¿t sure what circumstances led to the shocking sensations. The patient stated that it would just happen from time to time, and not with certain movements.